Event description:
There was an allegation of questionable results from accuchek inform ii meter, serial number (B)(6), compared to a laboratory result. At 9:01 p.m., the meter result was 52 mg/dl. At 9:13 p.m., the laboratory result was 39 mg/dl. At 9:16 p.m., the meter result was 51 mg/dl. At 9:44 p.m., the meter result was 126 mg/dl at 10:18 p.m., the laboratory result was 71 mg/dl at 10:46 p.m., the meter result was 87 mg/dl at 11:36 p.m., the meter result was 68 mg/dl. At 11:39 p.m., the laboratory result was 38 mg/dl. The patient was given dextrose. The started feeling better and was released from the emergency room the next day.

Manufacturer narrative:
The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.